Manufacturer narrative:
Evaluation and investigation of the device showed no relevant error which may have caused or contributed to the occurred event.

Event description:
The user fell while walking down the stairs because the joint was spontaneously without resistance - stone stairs.